Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify keypad unresponsive or button error alarm due to physical damaged to lcd glass. Device received with cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the keypad was unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.